Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported that the insulin pump's keypad was not responding during bolus. Customer reported that this issue has gotten worse with time. Customer also reported that a button on the insulin pump's keypad was not responding. Blood glucose level was 123 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.